Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and after receiving low power alerts, pump shut off. The customer's blood glucose was within range (value not provided). The customer continued to use the pump for insulin therapy.